Manufacturer narrative:
This product is not marketed in the us.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1, -16.0/+1.5/108 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, the lens was repositioned due to lens rotation not associated to a low vault. It did not resolve the problem. The lens was then exchanged with a longer lens on (B)(6) 2017. The lens exchange resolved the problem.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found the optic torn and clear and white residue on lens. A lens work order search was performed. No similar complaint type events were found. (B)(4).

Manufacturer narrative:
(B)(4)